Event description:
Facility contacted ms&s requesting info on how to preserve an explanted ck mesh. Attempting to gain add'l info /product.

Manufacturer narrative:
The subject product has not been returned for eval. Therefore, no conclusion can be drawn. If subject product is returned or more info becomes available a follow up report will be submitted.